Manufacturer narrative:
The lot number of the hcg+beta reagent is (B)(4). The reagent expiration date was requested, but not provided. The customer noted they had been receiving gripper alarms on the analyzer for 2 days. The field service engineer tried running performance testing and pipette tips were observed to have fallen during processing. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg + beta on a cobas e411 disk. The sample initially resulted in an hcg+beta value of 2.36 miu/ml with a data flag. The result did not agree with the doctor's expectations as a second sample collected from the patient resulted in an hcg+beta value of 3952 miu/ml. The sample was then repeated, resulting in an hcg+beta value of 4041 miu/ml.

Manufacturer narrative:
The field service engineer changed a spring for the sample probe and adjusted the mechanism. The issue was resolved after this action. The investigation determined the issue was caused by a defective probe spring.